Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned inside the loading device. The seal and tension spring were observed to be inside the loading device. There was no blood in or on the delivery tube. Blood was observed to be on the loading device. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The tension spring came out of the loading device, and the seal remained in the loading device. Upon observation the seal was unraveled at the center of the coil. The tether was observed to be intact with no cuts. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the complaint was confirmed for the reported failure mode "failure to properly load" and the analyzed failure modes "unraveled". DHR for the heartstring assembly is attached for review. No non-conformities were observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.